Manufacturer narrative:
The replacement touchscreen was shipped to the customer for the repair to resolve the reported issue. The defective touchscreen has been returned to philips. Multiple attempts have been made to try to obtain further information about this case but no response received. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the touchscreen no longer responds even after calibration test. Requesting touchscreen replacement. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse placed an order for the touchscreen for replacement to resolve the reported issue.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue. Visual inspection of the touch screen revealed no evidence of damage or contamination. The touch screen flex circuit passes all resistance testing with solid results. The touch screen passed all diagnostics testing and passed all operation testing noted in step 2 of this analysis. The touchscreen operates as expected with no issues noted / no problem found.